Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed its e-field immunity test and it was also noted that the cable was twisted. The cable was replaced. Analysis also found that the label was missing the back coating and the label was also replaced. (B)(4).